Event description:
Caller reported inform system neonate blood glucose results of 36 mg/dl and 59 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter, controls, and strips.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.